Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. To at (B)(6) medical center in (B)(6) concerning the swan ganz manufactured by: edwards. It was reported that on (B)(6) 2024, a cardiomems sensor implant was aborted. The procedure was aborted during a right heart catheterization because the patient went into a heart block rhythm. The patient went into heart block after the edwards swan ganz and (B)(6) steelcore 0.018 guidewire had been inserted. The cardiomems sensor was opened but not implanted when the patient went into heart block. The patient was externally paced and subsequently went into cardiac arrest. CPR was initiated, the patient was intubated and transferred to the ICU. The patient was reported to have recovered and a cardiomems sensor was successfully implanted on (B)(6) 2024. Refer to additional documents in i2k. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).